Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, and the malfunction phenomenon was resolved by replacing the pip cable, we presumed that there is no abnormality in the subject device. We presumed that the subject device could not detect the input footage due to an abnormality in the pip cable, resulting in a situation of no image appears. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To resolve the reported problem, the initial reporter performed troubleshooting and isolated the cause to a non-olympus cable that connected the olympus, model cv-190 to a non-olympus capture device. Upon replacing the non-olympus cable, the problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was produced and only "gray" could be observed. The problem, as reported to olympus, was first identified during testing of equipment to verify function. There was no patient involvement associated with the event.